Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the device was received at the service center and evaluated. The reported problem of a damaged cord was confirmed. As per the service report, the following defects were found: cable disconnected from handpiece body, the engine was in poor condition (corroded motor), locking system deformed. The identified defects were repaired (replaced motor and motor cable). The identified cord damage and deformed locking system may potentially be due to device handling. Additionally, potential fluid ingress in the motor chamber may cause corrosion of the motor. However, specific root causes for the identified defects cannot be determined. The device is categorized under legacy manufacturing. A review of lot/batch history for each legacy fms product complaint is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent to which this complaint is observed in the field.

Event description:
It was reported by the customer in (B)(6) that during an unknown procedure, it was observed that the cable on the 8022 hand pc tornado shaver device got damaged "bared". During in-house engineering evaluation, it was determined that the device had a defective locking mechanism. It was not reported if there was a delay in the surgical procedure. It was reported that a spare device was used to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.